Manufacturer narrative:
Siemens healthcare diagnostics is investigating.

Event description:
A customer obtained a (B)(6) result with the advia centaur xpt anti-hbs2 (ahbs2) assay for one patient sample, which was reported to and questioned by the physician. A (B)(6) result was obtained when the sample was repeated. Repeat testing was performed with an alternate method and a (B)(6) result was obtained. The (B)(6) result from the alternate method testing was reported to the physician in a corrected report. There is no report that treatment was altered or prescribed and no report of adverse health consequences due to the advia centaur xpt anti-hbs2 (B)(6) results.

Manufacturer narrative:
Siemens filed initial MDR 1219913-2019-00124 on june 28, 2019. On 07/05/2019 additional information: investigation is complete. The customer is not able to provide the patient's medical status other than pregnancy (however based on the hepatitis markers the patient appears to have chronic hepatitis) or a list of medications/supplements the patient is taking. The sample cannot be sent to siemens for further investigation due to chinese regulations. (B)(4). Given the customer only has an issue with one sample, there is no indication advia centaur xp ahbs2 lot 094 is failing to meet the specificity claim in the instructions for use. The cause of the discrepant result when using advia centaur xp ahbs2 lot 094 could not be determined, but siemens cannot rule out a sample issue or normal assay performance. Based on the investigation, no product problem was identified. No further investigation is required.